Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00509. Medical product cr tibial articular surface provisional left size 3-11 ef top; item# 42517000510 lot# unknown. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured when taking it apart after surgery was completed. There is no additional information at this time.